Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 828-090, 510k# k964275 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracolumbar vertebra posterior fusion at th4-s2ai . Post-op, rod breakage due to dysraphism occurred between l5/s and between l2/l4 on the right side. The rod between l2/l4 on the left side also broke. In the revision surgery, both sides were connected using mrc and rod was added. On the right side where breakage occurred to two parts, the broken part was removed and discarded. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Additional info: image review: x-ray image ap is long segment thoracolumbar fusion. Interbody cage is present at l2 and presumably a large amount of bone graft material. The rods at l2 are fractured bilaterally. Unable to assess sagittal fracture or fusion state on provided imaging. If information is provided in the future, a supplemental report will be issued.